Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father called in to report a bad battery alert, a weak battery alarm, and a battery out limit alarm. The customer's blood glucose level was unknown, but had been 500 mg/dl in the past. The caller stated he saw damage on the battery cap housing. The customer was sent a replacement battery cap and was advised to call back when they received it to complete troubleshooting. Nothing was replaced or returned.